Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, the device was found in backup vvi operation with no defibrillation support. The clinic was unable to save the device data and was unable to establish telemetry with the device for electrophysiology testing. Additional troubleshooting was performed and device functionality was restored. It was determined that the device went into backup operation due to exposure to MRI without proper precautions for the device. The patient was reported to be in stable condition.